Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) .

Event description:
Same case as MDR ID: 2134265-2016-08275. It was reported that catheter entrapment occurred. The target lesion was located in the coronary artery. A 190cm filterwire ez was advanced to cross the lesion. However, by the time the filter embolic protection ez was tried to position, at the moment of the peel off to fix, it was not fixed. Another 190cm filterwire ez was advanced to cross the lesion and an 8.0-21 carotid wallstent was then advanced to treat the lesion. However, at the moment the wallstent was attempted to be released, resistance was present but did not detached from the system. When the wallstent was withdrawn, the filterwire came with the stent delivery system. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile inspection identified multiple outer kinks along the length of the device. The device was caked in dried blood and it was noted that the device was broken/detached 174mm proximal of the tip. However, the distal and proximal sections were still connected as the filter wire was still present in the lumen. The investigator removed the filter wire from the device without any resistance noted. The clear shrink tube was detached from the t-connector. The metal shaft was also badly kinked. This type of damage is consistent with the application of excessive force to the delivery system. The stent could not be deployed due to the condition of the device. The stent was manually deployed by gripping the outer and pulling tip distally. The stent did not fully expand due to solidified blood. The stent was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood. Stent expanded without issue. There were no issues noted with the stent. The filter wires returned with the carotid device will be shipped to the relevant complaint investigation site for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08275. It was reported that catheter entrapment occurred. The target lesion was located in the coronary artery. A 190cm filterwire ez¿ was advanced to cross the lesion. However, by the time the filter embolic protection ez was tried to position, at the moment of the peel off to fix, it was not fixed. Another 190cm filterwire ez¿ was advanced to cross the lesion and an 8.0-21 carotid wallstent¿ was then advanced to treat the lesion. However, at the moment the wallstent was attempted to be released, resistance was present but did not detached from the system. When the wallstent was withdrawn, the filterwire came with the stent delivery system. No patient complications were reported and the patient's status was stable.